Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and the patient's left ventricular (lv) lead exhibited muscle stimulation. Additional information indicated the source of the stimulation was due to high outputs and the lead position. The crt-d was explanted and the lv lead was surgically abandoned. No additional adverse patient effects were reported.